Event description:
It was reported that during an artificial urinary sphincter (aus) implant procedure, the pump felt different than usual when the device was deactivated. However, the form of the pressure regulating balloon (prb) was confirmed by trans-abdominal echocardiography and appropriate level of filling solution was confirmed, indicating there was no damage to the system. The urinary catheter was scheduled to be removed two days after the surgery but the patient was contacted to have the catheter removed the day after the procedure and the deactivation of the device was performed again. No patient complications were reported.